Event description:
It was reported that the device was used during an operative laparoscopy. The tip (ball) broke off of the device, this occurred outside of the pt. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
Information anticipated, but unavailable at this time.